Event description:
Facility reported: "pt was being ventilated via this endotracheal mallinckrodt 7.5 et. The valve on the pilot balloon became unglued and popped off. The cuff became deflated and the 11cm h2o of peep and ventilation tube were lost. The tube was removed to bag the pt until they could be reintubated, with great difficulty. The pt was coded and successfully resuscitated."